Event description:
It was reported that the intra-aortic balloon (iab) was inserted through a sheath into the pt's right femoral artery. Per the md "the preparation of the iab and the insertion of the iab was easy". The pt was moved to the intensive care unit. After 24 hours of iabp therapy, the pt was "washed" and then the pump alarmed "high pressure." Blood was seen coming into the helium tubing and the therapy was stopped. The iab was then removed and the md noticed that the distal tip was broken. The iab was not replaced because, the pt was "ok". There were no reported pt complications or injury. Pump strips were generated, however, they are not available for review. X-rays were taken, but the availability is "unknown" it was noted that the intra-aortic balloon pump (iabp) used was the iap-0500, (B) (4).

Manufacturer narrative:
(B) (4)